Event description:
It was reported that high, out of range pacing lead impedance was observed. No episodes of noise were seen. The lead will continue to be monitored. No further information available.